Manufacturer narrative:
This event occurred in germany. Alber gmbh is filing this report because the device is also marketed and sold in the u.s. Alber has requested the involved device for investigation.

Event description:
Narrative translation the customer tried to stop the wheelchair with attached alber e-motion add-on drive on a hill. During the stopping process, the wheelchair began to roll away. The customer tried to stop the wheelchair by grabbing the push rims of the add on drive e-motion, which caused the motor of the add-on drive to receive a forward impulse/movement. As a result of this impulse/movement, the wheelchair tipped backwards to the right over the anti-tipper and the customer fell onto the ground. Due to the fall the customer suffered a fracture on the neck femur.